Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced blood glucose levels of 270 mg/dl with positive ketones. The pump was reviewed and confirmed that the pump settings were correct and the histories were appropriate. During troubleshooting, the time was noted to be set incorrectly and was off by 12 hours. During troubleshooting of the event the reporter stated that the time and date was returning to factory default with battery changes. The reporter indicated that the patient may also have been experiencing growth and puberty which may have contributed to the elevated blood glucose levels.

Manufacturer narrative:
Follow-up # 1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed a time and date reset to factory default 12 minutes after a reboot on (B)(6) 2013. The time was then reset to 12:00 am (B)(6) 2013. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was then removed from the pump for six hours and when the pump was powered back on, the time and date had reset to factory default. The pump was opened and the internal battery was found to be leaking.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.